Event description:
A journal article was reviewed that contained information regarding this implantable pulse generator (ipg). The failure mode noted in the article indicated that the ipg "intermittently and completely experienced inappropriate atrial sensing." The ipg was being tested with electromagnetic interference (emi) options. Further follow up did not yet yield any additional relevant information regarding the event. The status of the ipg is unknown. ]additional information obtained through follow up with the author indicated that there was no medical intervention done, all tests were completed normally despite the emi. The patient did not experience any symptoms and is doing "fine." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product: product ID st-jude-lead.

Event description:
A journal article was reviewed that contained information regarding this implantable pulse generator (ipg). The failure mode noted in the article indicated that the ipg "intermittently and completely experienced inappropriate atrial sensing." The ipg was being tested with electromagnetic interference options. Further follow up did not yet yield any additional relevant information regarding the event. The status of the ipg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Without a lot number or device serial number, the manufacturing date cannot be determined. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: electromagnetic interference with cardiac pacemakers and implantable cardioverter-defibrillators from low-frequency electromagnetic fields in vivo. Europace. March 1 2013;15(3):388-394. (B)(4).